Event description:
It was reported that a physician attempted pre-closure of a moderately calcified left common femoral artery (lcfa) prior to an abdominal aortic aneurysm procedure (aaa) using proglide devices. The access site was reported to be moderately calcified as well. Reportedly, the physician attempted to use two proglides, the first proglide was deployed uneventfully and the sutures were set aside. The second proglide was then attempted and when the plunger was retracted from the device body, a cuff miss occurred. The device was removed from the patient's body and another proglide was used successfully using a pre-closure technique and also setting the sutures aside to perform the index procedure. Once the index procedure was completed, the sutures were used to close the arteriotomy and hemostasis was achieved. The patient did not experience any adverse effect. An 8 fr. Sheath was used during the pre-closure procedure. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was returned with the monofilament approximately 3/4 inches exposed at the guide, the needle tip and the posterior cuff were still attached to the rail end. The anterior cuff was out of the foot pocket and the tabs were damaged. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of the plunger and this would result in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported needle to cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. There was no abnormal observation found on the returned device that could have contributed to the reported event. It was reported that the access site was moderately calcified, which may have contributed in the reported experience; however, this could not be confirmed. The cause for the anterior cuff to needle tip detachment is undetermined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.